Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing low blood glucose. Blood glucose level last night was 3mmol/l which was treated with food and current blood glucose was 13 mmol/l. Customer experienced symptoms related low blood glucose was shaky. Customer feel ok to troubleshoot. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown auto mode on or not at the time of incident. The device will not be returned for analysis.